Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit tested on an in-house system and failed normal mode as it triggered error 319. Remote fe logged errors: 319, 40084, 32114, 32097, and 32096. The unit tested on a test platform, and it failed the fiber test on parallelogram. When the fiber parallelogram was exchanged with a new one and re-tested on the test platform, the unit passed the fiber tests. When the original parallelogram fiber re-installed, the unit again failed fiber test on parallelogram, indicating the issue was the fiber parallelogram. The unit also tested on the test platform with a new fiber parallelogram, and it passed all required tests.

Event description:
It was reported that during a da vinci-assisted ventral hernia-ipom surgical procedure, the customer encountered repeated non-recoverable 319 errors. The customer re-booted the system multiple times, however this did not resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer disable universal surgical manipulator (usm) 3 to resolve the reported issue. The site continued to complete the procedure as planned with 3 remaining usms. There was no reported patient injury.